Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/ pain'). In a 37-year-old female patient who had essure (batch no. 358712), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: obesity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal), type: yeast") and urinary tract infection ("infection (bladder/urinary tract/vaginal), type: uti"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vulvovaginal mycotic infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain, urinary tract infection, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 30.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2012, total bilateral occlusion. Pregnancy test: on an unknown date, negative. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: lot no, lab test, medical history and reporter information added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. 358712-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy _abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vulvovaginal mycotic infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain, urinary tract infection, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy _abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). The patient was treated with surgery (esssure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vulvovaginal mycotic infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain, urinary tract infection, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy _abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vulvovaginal mycotic infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain, urinary tract infection, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received-essure removal details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.